Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 50 mg/dl. Current blood glucose level of customer was 150 mg/dl. The auto mode feature was active at time of incident but the customer did not receive any alerts. Customer was treated with food for low blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.